Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The impedance has not cleared, but it only goes back to 5/25/2011. The impedance trend consists of 10 points. The trend should not add a new point until the minimum or maximum changes by ~30% or 12 d values.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question of why did the ventricular-chronic lead trend (v-clt) drop all data prior to (B)(6) 2011. It was also reported that the v-clt was not cleared and only goes back to (B)(6) 2011. The lead remains in use. No patient complications have been reported as a result of this event.